Manufacturer narrative:
(B)(6). Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the 3d image acquisitions would not transfer to the navigation system. Swapping ethernet cables did not resolve the reported issue and manually pushing the exams did not either. No additional information was provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: navigation and imaging were discontinued and the procedure was completed using fluoro. Also, there was a patient present and the patient information was already provided. The software logs showed that on the first spin, the navigation system received an abort signal from the imaging system. When the system was restarted, the same exam was manually pushed, and the logs indicate that it was successfully transferred each time. Test exams were acquired after that, and the logs indicate that those transferred, as well. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.